Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable free thyroxine (ft4) results for one patient sample from a cobas e602 analyzer. The sample was submitted for investigation and was tested on an analytical e module analyzer and a cobas e 411 analyzer. Refer to the attachment to the medwatch for all patient data. The initial results were automatically reported outside the laboratory. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. For this type of assay, typical root causes include a sample not prepared properly (temporary fibrin filaments and/or clots) or bubbles/foam on the reagent surface. From the information provided, a general reagent issue could not be detected.